Event description:
During a gastrectomy procedure, blade broke with an error with gen04. Broken piece did not fall into the pt's body. There were no aderse consequences to the pt. Unk about troubleshooting. One device returning.